Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable malfunction. Intermittent power was going to the hp cautery device. A replacement device was used to complete he procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the wire. The din connector was observed to be pulled out of its normal position. An electrical evaluation was performed. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use. The wire was unable to attached to the referenced power supply due to the location of the connector end. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was not confirmed at all the connections. Based on the results of the evaluation the reported failure mode "intermittent continuity" was confirmed, it was also confirmed for the analyzed failure "break". However, we cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable malfunction. Intermittent power was going to the hp cautery device. A replacement device was used to complete he procedure. The hospital did not report any patient effects.